Manufacturer narrative:
Pump received with intermittent button response due to flattened up button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the button for fast bolus doesn't work and upper arrow button did not react always. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.